Manufacturer narrative:
A ge service rep performed an on site investigation. The beam diameter was adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system's beam exceeded the visible image. No reports of pt injury.